Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume folfusor had ¿a mark on the line which featured a predominant bump and off color to the tube¿. The device was filled with an unspecified cytotoxic material. This was identified after the unit had been prepared in the aseptic unit, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 17, 2019 - april 19, 2019. The actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs revealed a reddish-brown color burnt polyvinylchloride (pvc) embedded in the tubing line. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The cause of the condition is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.